Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had loose display mounting assembly. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced broken coil cable clamp (0125-00-0028) and installed missing screws (0040-00-0458-01) on display mounting assembly. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use.